Event description:
It was reported the surgeon inserted a roi-a cage, then inserted the first anchoring plate, and used the hammer on the anchoring plate impactor, but the cage detached from the implant holder. The cage and plate were removed, showing damage to the threaded connection on the implant. Another cage and plate were used with the same result, however this time the surgeon decided to leave the construct implanted. This cage is maintained by one anchoring plate. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2024-00051.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported the surgeon inserted a roi-a cage, then inserted the first anchoring plate, and used the hammer on the anchoring plate impactor, but the cage detached from the implant holder. The cage and plate were removed, showing damage to the threaded connection on the implant. Another cage and plate were used with the same result, however this time the surgeon decided to leave the construct implanted. This cage is maintained by one anchoring plate. This is report two of two for this event.